Event description:
Endoscopic multiple clip applier (el5ml) lot #p00019p67 was used on the field for a laparoscopic cholecystectomy. We tried to fire a clip from the applier and it did not work. Upon inspection, we noticed the device was not entirely together at the working end. We passed off that applier and opened a new one.